Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing of ventricular tachycardia (vt) episodes. It was noted that the ICD eventually successfully delivered shock to convert the patient to sinus rhythm. Programming changes were made. Patient had no consequences.